Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection noted a damaged patient line tubing to connector. Functional testing performed included leak testing, clear passage test, clamp function test, and device-device interaction testing. A leak was noted through a hole in the patient line tubing. The reported condition was verified. The cause was determined to be a manufacturing error. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette leaked during peritoneal dialysis therapy. The patient stated that the leak occurred where the tubing connects to the luer and that the connection appeared to be incomplete. There was no patient injury or medical intervention associated with this event. No additional information is available.